Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal and physioneal therapies for continuous ambulatory peritoneal dialysis (capd). It was reported that extraneal and physioneal therapies remained ongoing with dose not changed. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was not reported. On (B)(6) 2012, remedial treatment was initiated with vancomycin (2g, every 4 days, ip), ceftazidime (1g, per day, ip) and fluconazole (50mg, per day, orally). On (B)(6) 2012 treatment with ceftazidime was stopped and the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4)follow up information was received by the nurse which medically confirmed this report. Remedial therapy with vancomycin and fluconazol were ended on (B)(4) 2012. The patient recovered from this peritonitis event.the problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.